Event description:
Duotube placed and guidewire left in place until x-ray confirming placement was read. Could not remove guidewire. Required removing initial tube, reinsering another duotube and obtaining another x-ray for placement. Inconvenience to pt, but no harm.